Event description:
Pt was noted to have total pacemaker failure at pacemaker check. He was admitted to the hosp and underwent an operation for a replacement of pulse generator. (No telemetry, no pacing, no magnet response, and eol).